Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device failed to discharge the complainant indicated the electrode pads were then changed and 5 shocks were successfully delivered. However, the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.